Manufacturer narrative:
H.6. Investigation summary: bd received 5 photos from customer in support of this complaint. Photos were evaluated and showed blood in the stopper. 10 retained tubes were drawn with water, using bd multi-sample needles and bd single-use holders. Tubes drew satisfactorily, and no droplets of water were visible in the stopper wells. Bd was able to duplicate or confirm the customer¿s indicated failure mode because the defect was evident based on customer's photos. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd vacutainer® k3e 5.4mg plus blood collection tubes had blood pooling in the stopper. There was no report of patient impact.